Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion was noted on the lead. The lead was capped and replaced during ICD change out due to normal eri. The patient is doing fine.